Event description:
Customer reported that strikethrough was experienced during a total knee procedure. The strikethrough occurred on the front of the gown in the groin region. It was reported that the penetration occurred through the film lining, touching the surgeon's body. No bloodborne exposure reported.